Event description:
A surgeon reports having two patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. Additional info has been requested. This medical device report is for the second patient.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info was requested on 06/13/2008, 06/19/2008, 06/20/2008, 06/30/2008 and 07/07/2008 by phone, fax and mail. A completed questionnaire has not been received.